Event description:
The customer reported their acc*t diff 2 instrument probe leaked fluid on top of the cell control tube vial cap. The customer cleaned spill using bleach and water. The fluids associated with this leak are blood, diluent and clenz. The user was wearing personal protective equipment (ppe) consisting of gloves and lab coat at the time of the incident. The spill was cleaned up according to the defined laboratory protocol. Patient samples or results were not reported to have been affected by the leak. No injuries occurred and medical attention was not sought. The customer did not report exposure (splashed or sprayed) to mucous membranes or open wounds. The msds was not reviewed by the technician the facility has exposure control or risk management plans in place. On (B)(4) 2012, a field service engineer (fse) replaced probe wipe, isolator chamber and drain tubing, which resolved the issue.

Manufacturer narrative:
The root cause of the event is unknown; however, it may be attributed to probe wipe, isolator chamber or drain tubing. (B)(4).